Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the coil protruted from left posterior communicating artery aneurysm into the parent vessel. The physician used a stent to seat against the vessel. There were no reported clinical consequences to the patient.